Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there was high impedance measured on the right ventricular (rv) pace/sense and rv coil channel when the rv lead was connected to the implantable cardioverter defibrillator (ICD). The physician tried to reconnect the rv lead but was not able to find the setscrew again with the screwdriver. The physician cut the silicone over the setscrew to access it as the setscrew was out of the hole. The physician put the setscrew back in place and another measurement was then taken and the same results showed. The measurement was then performed again with the analyzer and all results were in specification. The physician then decided not to use the ICD and requested another ICD that was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.